Manufacturer narrative:
The doctor reported that the implant was removed due to fracture during placement. No further patient complications were reported. In the event that new or additional information is received from the investigation of the item, a follow-up report will be sent. Manufacturer's trend analysis show that implant fracture is a low-rate adverse event.

Event description:
Dental implant failure.